Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 2 am with blood glucose of 700 mg/dl and over 700 mg/dl. Customer¿s blood glucose level was 600 mg/dl at the time of incident and over 600 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as slurred speech, real sluggish and did not communicate. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer was assisted with self test and the insulin pump passed the test. The device will not be returned for analysis.